Event description:
It was reported that the patient was experiencing lack of stimulation sensation on the left side of her body after having the neurostimulator turned off because of a urinary tract infection. She tried to increase the stimulation but still could not feel the stimulation sensation. Impedances were checked and all measurements were normal. The device was turned off until it could be checked by the healthcare professional. Impedances were checked and all measurements were normal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer model 37743, serial # (B)(4); anchor model 3550-39, lot # n293815; antenna model 37092, lot # 284950001; adaptor model 355531, lot # n299020; cable model 355531, lot # n299020.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider reported that the patient had stimulation sensation. There was no injury and no patient hospitalization. Please refer to manufacturer report #3004209178-2013-00733.

Event description:
Additional information received reported that the patient had a revision in (B)(6) 2012 as 'something bunched up' and they had to go in and reposition components. A follow-up report will be made if additional information becomes available.